Manufacturer narrative:
The electrodes were received in the original packaging unsealed. Visual inspection confirmed that the CPR puck was stuck on the pad (apex). Inspection of the puck found no foreign debris consistent with use. There was slight debris found on the apex pad, but it cannot be determined if its related to patient use. The posterior pad was found still adhered to the styrene liner with its shorting wire still intact and does not appear to be used. Based on the evidence and the condition of the returned pads it cannot be determined if this occurred upon opening the package, or if it occurred during attempted use of the pads. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), when the clinician opened the electrode pad they observed the CPR puck was adhered to the electrode pad. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.